Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
A volume discrepancy was reported. The expected residual volume was 4cc and the actual residual volume was 18cc of medication. They had questioned a pump motor stall but it was not confirmed. The pump was replaced and the catheter remained intact with good csf flow. The pt recovered without sequela. The pt outcome was "no injury." The medication being delivered via the device system was baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.